Manufacturer narrative:
Event date changed to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two in.pact admiral paclitaxel eluting balloon catheters were used to treat the left distal sfa. Approximately 5 months post procedure, patient suffered critical limb ischemia which was treated with revascularization of the target lesion using pta balloon and stent. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.